Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified and stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that distal end cover was corroded and adhesive on the illumination lens detached was found. There was no patient involvement.